Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events occurred from the damaged monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.